Event description:
Sales agency representative reported that during or post-surgery, it was noticed the pin in the instrument hinge had fallen out and was missing. Or personnel were unsure where it went. Patient was x-rayed, but it did not show up. Pin is stainless steel and approx. 1 mm x 5 mm in size; should be readily observable on x-ray. Instrument has been retained by hospital, rep is attempting to get pictures and return instrument as soon as possible. No patient injury was noted, surgical outcome was good.

Manufacturer narrative:
Hospital is in possession of device. Sales agency representative is attempting to obtain photos of the device or have it released and returned for evaluation. Evaluation method therefore was limited to evaluation of inventory items and review of product complaint and repair history. No similar incidents are on record. Incident appears to be due to normal wear and tear. Instrument is over 4 years old, has not been serviced or inspected since original shipment in 2003. Sales agency representative has been forwarded FDA public health notification: unretrieved device fragments. Report to be updated when device evaluation can be performed.